Manufacturer narrative:
Blank display due to moisture damage on the lcd board and mother board. Unable to perform the operating currents measurement, self test and displacement test due to blank display anomaly. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, cracked belt clip slot, minor scratched display window and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display went blank immediately after pump exposure to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.